Event description:
Customer reported that a patient with anti-e did not react with 0.8% surgiscreen lot 8ss305. Reactivity of 2+ was observed in peg/tube at a reference lab. No death or serious injury was associated with this incident.